Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed spline 1 split apart in the distal section with part of the spline still adhered at the attach point. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that one of the orion splines detached from the tip. During an ablation procedure for atypical flutter, one of the intellamap orion high resolution mapping catheter splines detached from the tip. This issue was observed after the catheter was removed from the body. They are uncertain whether this happened inside the body during mapping or during retraction from the sheath. They had a few electrodes fail on the system but no indication that a full spline failed. The procedure was completed successfully without any complications.

Event description:
It was reported that one of the orion splines detached from the tip. During an ablation procedure for atypical flutter, one of the intellamap orion high resolution mapping catheter splines detached from the tip. This issue was observed after the catheter was removed from the body. They are uncertain whether this happened inside the body during mapping or during retraction from the sheath. They had a few electrodes fail on the system but no indication that a full spline failed. The procedure was completed successfully without any complications.